Event description:
While reporting alarms related to sensor glucose versus blood glucose readings, the customer reported that she had a blood glucose level of 500 mg/dl the day before the call. Because this was a past event, troubleshooting could not be performed. Blood glucose level was 278 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.